Event description:
Partner of consumer reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer's partner communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen testing. The consumer's partner estimates 3 additional false positive results were obtained in the past (dates unknown). These events are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.